Event description:
It was reported that the surgeon was performing a lap sleeve gastrectomy. There was very thick stomach tissue and on the third firing used black 60 gst60t with no buttress. The surgeon saw the firing spring fall from the gun whilst operating recovered the spring and is available for return with the gun and reload. Another gun was opened and completed the case with no adverse effect to the patient and minimal delay with change over.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: photos along with the device was returned for evaluation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. In addition, a firing trigger spring was received inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. This is an analysis of 2 photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: in the first photo it was observed the device, showing the batch number 659a79 and the lot number x94d8v in the label next to it. In the second photo it was observed a label showing the lot number x94d8v. Based on the photos, the event described is not confirmed. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.